Manufacturer narrative:
The reported disassembly of the release collar and pin was confirmed by a manufacturer repair technician. Potential causes for the reported disassembly include a material fatigue issue or impact.

Event description:
It was reported that during testing conducted at the manufacturer facility the release collar and pin of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.